Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/03/2016 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment and the cartridge compartment was cracked. The battery cap threads were stripped and the cap was unable to secure properly to the pump. A test cap was able to secure for testing. Unrelated to the complaint, investigation revealed that the display was dim with discolored text. Also unrelated to the casing condition issues, investigation revealed that the keypad was peeling off the pump. All of the keypad buttons were found to be intermittently unresponsive during testing. The keypad was removed and moisture was observed on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.